Event description:
It was reported stroke like symptoms occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2022, during which a 27 mm watchman flx closure device was successfully implanted. No procedural complications were reported, and the patient was subsequently discharged. On (B)(6) 2026, a boston scientific (bsc) senior clinical specialist was informed by a nurse that the patient had presented to the hospital with stroke-like symptom of facial droop. The nurse reported that the patient had undergone multiple imaging studies during the year, and a sub-fabric leak measuring less than 5mm had been identified on imaging. The facial droop resolved, and the patient was discharged from the hospital. The following day, the patient returned to the emergency department with additional speech-related symptoms. These symptoms also resolved without residual deficit. The patient was diagnosed with a transient ischemic attack (tia) and discharged home. A follow-up appointment has been scheduled with the treating physician to review the patient's clinical status and discuss potential options.